Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of a bard/davol composix kugel hernia patch. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of a bard/davol composix kugel hernia patch. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2011 - patient was diagnosed with ventral hernia and large umbilical hernia thereby underwent open hernia repair with the implant of composix kugel mesh. Per operative notes, "large sac was opened upon entering lower abdomen. The hernia sac was removed. The hernia was freed up in the umbilical side. A composix kugel mesh was placed in position and tacked with prolene sutures." On (B)(6) 2015 - patient was diagnosed with intra-abdominal abscess and infected mesh thereby underwent laparoscopic repair with removal of mesh. Per operative notes, "dense adhesions was noted on anterior abdominal wall on lysis, revealed a large piece of mesh (composix kugel). The bowel was densely adherent to the mesh. Lysis of adhesions was performed. A multiloculate hernia was noted underneath. A pocket of pus between mesh and abdominal wall was seen. A meckel's diverticulum was noted and a resection terminal ileum was performed. The mesh was removed and side to side functional end to end ileocolic anastomosis was performed." On (B)(6) 2015 - patient was diagnosed with small bowel obstruction due to strangulated ventral hernia thereby underwent open hernia repair. Per operative notes, "dense adhesions surrounding hernia defect, particularly in the inferior most edge of hernia sac was taken down. Ischemic appearing stenosed bowel incarcerated into the hernia sac was noted. A side to side and functional end to end anastomosis was performed. The hernia sac was reduced and resected." On (B)(6) 2016 - patient was diagnosed with incarcerated ventral hernia thereby underwent open hernia repair with the implant of ventralight st mesh. Per operative notes, "the hernia sac was entered and found to contain small bowel on the right lower quadrant. The bowel was reduced into the abdominal cavity and the sac was excised. A plan was made in the retrorectus position. A ventralight st was cut to size, placed in the plane and sutured." Attorney alleges that the patient had abscess, adhesions, pain, hernia recurrence, infection, ring break, bowel obstruction, overactive bowel and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 10 months post implant of mesh ¿ composix kugel, patient was diagnosed with infection, abscess, hernia recurrence, adhesions and abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection, hernia recurrence and adhesions as possible complications. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.